Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of incident was 548 mg/dl. The customer woke up with high blood glucose and dehydration. At the hospital she continued to treat with her insulin pump. Troubleshooting was initiated for the high blood glucose. The drive support cap was flush. The customer's device programming was accurate. The customer declined a high pressure test. No products were returned or replaced as the customer will call back to perform the high pressure test.